Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date in 2010. During the procedure, the surgeon struggled to remove the plastic sheath from the mesh after insertion. The surgeon pulled the sheath with force off the mesh to complete the procedure. On (B) (6)2010, the patient went to the doctor, complaining that she could not urinate. Additional information has been requested.

Manufacturer narrative:
(B) (6) - urinary retention - difficult sheath removal. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.